Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the inner cutter in the port. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling, no presence of adhesive observed on the extension. Gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure, the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The cause of the actuation failure is the separation of components within the probe. It appears that during use the adhesive bond failed causing the inner cutter to detach from the coupling. The exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. The returned probe was found to be conforming for the reported aspiration failure. A non-conformance investigation has been initiated regarding the extension detachment. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not aspirate during cataract-vitrectomy combination surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with a single cutter. There was no patient harm.